Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when add'l reportable info becomes available. (B)(4).

Event description:
The customer reported, the unit would not turn on. Customer reported, hearing a popping noise. No pt impact was reported. Add'l info was requested.